Manufacturer narrative:
Information was received that the reported event occurred during power on self-test (post). This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Therefore, this complaint no longer meets reportability requirements and is being redacted.

Event description:
Philips received a complaint from customer biomed reporting an unspecified alarm occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed diagnostic code for primary alarm failed in the device event log. When the primary audible alarm test fails for either speaker, alarms are annunciated using both the primary and backup audio devices. The bme confirmed speaker test failure followed the primary alarm failed message in the device log. The rse advised the bme of the service manual recommendation of component (motor control (mc) printed circuit board assembly (pcba) and power management (pm) printed circuit board assembly (pcba)) replacement. Investigation is ongoing.

Manufacturer narrative:
(B)(6).